Event description:
It was reported that the customer experienced high blood glucose levels. The blood glucose reading was 500 mg/dl, and the customer declined troubleshooting for the event. The customer stated that her insulin pump had been alarming low blood glucose in throughout the night and that she woke up at 5 am, when she discovered her high blood glucose level. Two days prior, the customer's mother had reported issues with the sensor giving false readings, based upon which the customer had been treating; advised the caller the difference between sensor and blood glucose readings. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.